Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files contained low flow alarms. The patient's doctor increased their blood pressure medications with the hope that this would decrease the low flow alarms. The driveline fault detection circuitry in the system controller continued to indicate there was a damaged conductor within the driveline.

Event description:
The account communicated that the patient was hypertensive and noted that the patient had a history of external driveline repair and driveline faults. Despite increasing the patient¿s blood pressure medications, the low flow alarms did not resolve. The patient reportedly had an inflow cannula clot and was placed into hospice care on do no resuscitate (dnr) orders. The patient ultimately expired on (B)(6) 2023.

Manufacturer narrative:
Section b5: history of driveline repair and driveline faults is captured under related manufacturer report numbers: 2916596-2021-02570 and 2916596-2022-16017. Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events (suspected thrombus, hypertension, and patient outcome) cannot be conclusively determined. Driveline fault alarms were confirmed via the submitted log file data however, a direct cause for the driveline fault alarms could not be conclusively determined through this evaluation. Based on previous experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these log file findings could be indicative of a potential driveline issue. Review of the submitted log file data also confirmed low flow alarms. A specific cause for the low flow alarms cannot be conclusively determined. A direct correlation between the reported thrombus and the low flow alarms cannot be conclusively determined. The submitted log files contained data on 17jan2023 and 31jan2023. The log file recorded intermittent driveline fault alarms on 17jan2023 consistent with phase 2, which is redundantly supported by the black and brown wires. The log files also recorded numerous low flow alarms. The log files appeared to show the system operating as intended at the set speed. (B)(6) was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (rev. H) lists thrombus, hypertension, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the instructions for use outlines the indications of thrombus / how to respond to such events and states that post-implantation hypertension may be treated at the discretion of the attending physician. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. The heartmate ii lvas patient handbook (rev. G) contains information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the low flow alarms did not resolve with blood pressure medications. The patient was hospitalized with a clot in their inflow cannula. Log files captured 149 low flow events on 31jan2023. There was a 1600 rotations per minute (rpm) difference between the set speed and the low speed limit. The patient was listed as do not resuscitate (dnr) and was on hospice. The patient passed away while in the hospital.